Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibia tray was missing plugs. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
No product was returned but pictures were provided. Upon evaluation of the pictures, it was found that bone cement had been applied to the back side of the tibial component and there was no plug in the holes. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Investigation of the issue identified both operator and the packaging process as potential root causes for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).